Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022 the tip of the screw inserter was broke during removal of the set of screw. The patient was postoperatively x-rayed, and it was confirmed that no fragment had been left in the lesion. Procedure was completed successfully with a surgical delay of less than thirty(30) minutes. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper2 x25 set screw inserter. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient status was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number ag2098496 was released in a single batch. Batch1: lot qty of 78 unit/s were released on september 30, 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the viper2 x25 set screw inserter had sheared off. The broken piece was not returned. No other issues were identified. The dimensional inspection could not be performed due to the post manufacturing damage. The observed condition of the viper2 x25 set screw inserter was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the viper2 x25 set screw inserter as it was observed that the tip had broken off. While no definitive root cause could be determined from the available information, it is probable that the viper2 x25 set screw inserter was broken due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.